Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on 8-jul-2013 which places the approximate usage life at 2.5 years. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. (Hemopro power supply product specification ps1011736 rev ab) (B)(4).

Event description:
For further follow up (B)(6) went to visit the account. In further effort to trouble shoot the generator issue (B)(6) left a vh 4000 along with my adaptor s#(B)(4) and cable s# (B)(6) with biomed. I spoke with (B)(6) this afternoon and the problem still existed with our generator and the megadyne pad. He is requesting at this time to speak with an engineer. (B)(6) are working cohesively to assist with customer request. (B)(6) ask that I submit another complaint because the customer is still able to duplicate the problem with a different system and cords. Related complaint (B)(4). This complaint was created to capture issue with the power supply while testing device with a vh-4000.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on (B)(6) 2013 which places the approximate usage life at 2.5 years. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. (Hemopro power supply product specification). (B)(4).

Event description:
For further follow up (B)(4) went to visit the account. In further effort to trouble shoot the generator issue (B)(4) left a vh 4000 along with my adaptor s#(B)(4) and cable s# (B)(4) with biomed. I spoke with (B)(4) this afternoon and the problem still existed with our generator and the megadyne pad. He is requesting at this time to speak with an engineer. (B)(4) are working cohesively to assist with customer request. (B)(4) ask that I submit another complaint because the customer is still able to duplicate the problem with a different system and cords. Related complaint (B)(4). This complaint was created to capture issue with the power supply while testing device with a vh-4000.

Manufacturer narrative:
On 01/13/2016 10:39 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
For further follow up (B)(4) went to visit the account. In further effort to trouble shoot the generator issue (B)(4) left a vh 4000 along with my adaptor s#(B)(4) and cable s# (B)(4) with biomed. I spoke with gary this afternoon and the problem still existed with our generator and the megadyne pad. He is requesting at this time to speak with an engineer. (B)(4) are working cohesively to assist with customer request. (B)(4) ask that I submit another complaint because the customer is still able to duplicate the problem with a different system and cords. (B)(4). This complaint was created to capture issue with the power supply while testing device with a vh-4000.